Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the insulin pump was squirting out insulin during the prime process. Customer's blood glucose was 392 mg/dl. The mother stated insulin continued to drip after the motor stops during the manual prime process. It was also found the caller did not observe a gap between the piston and reservoir stopper during a prime. The mother also declined to troubleshoot any further. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.